Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection cone tip came off. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip was received with the cone and detached from the body. When attached, the cone tip and the body of the dissection tip formed a complete assembly. There was some adhesive present on the base of the cone end. The part was slightly bloody. Based on these visual observations, the reported failure mode was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B) (4).